Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was overheating. There was no report of patient impact.

Manufacturer narrative:
The device was returned for analysis. Analysis could not confirm the reported event of overheating. Pre-repair temperature testing was performed. Pre-repair temperatures were the following: rear ¿ 89 degrees f, middle ¿ 86 degrees f and nose ¿ 88 degrees f. Evaluation found that the device was running rough. The bearings were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.